Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified errors for log review, error findings that point to a communication failure of the bodyguard sensors control board (bib). As it was already recently replaced, the problem could be in the communication cabling. The review of the log file showed geometry errors. The fse replaced scg board, but the problem persists. Upon testing fse detected utp cable with bad contact and replaced it. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system¿s movements do not work. The system was in clinical use. The patient was moved to another room to complete the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.